Event description:
A falsely depressed protime result was obtained on a pt sample. The result was reported to the physician. The original sample was retested and higher results were obtained. The pt was treated with lovenox. There was no report of adverse health consequences as a result of the falsely depressed protime result. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed protime results was user error.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed protime was user error. The instrument is performing within specs.